Event description:
The report rec'd from the e-select database indicated that during an interventional procedure, an intra-procedural adverse event (ae#1) of a short coronary dissection of the mid circumflex target lesion occurred while implanting a cypher select 3.5 x 13 mm stent. The dissection was treated by implantation of an additional cypher select 3.5 x 8 mm stent in overlapping fashion. The ae was reported to be mild and was not a serious ae (sae). The event was reported to have a relationship of unlikely relation to the study device and a highly probable relationship to the procedure. The info regarding the event was reported to be complete and the event was resolved without sequel.

Manufacturer narrative:
The indication for the index procedure was unstable angina. The target lesion for the procedure was the mid circumflex. The lesion was reported to be: 3.63 mm vessel diameter, 5 mm in length, de novo, not a bifurcation/ostial or total occlusion lesion, a readily accessible proximal segment, eccentric, little or no calcium, absent of thrombus, and type b2. The lesion was predilated with a 2.5 x 12 mm balloon at 10 atm. A cypher select 3.5 x 13 mm stent was implanted at 14 atms. The stent was post-dilated with a 3.5 x 8 mm balloon at 20 atm. A short dissection (ae#1) was noted and covered by implantation of an additional cypher select 3.5 x 8 mm stent at 18 atm in overlapping fashion. This stent was post -dilated with a 2.75 x 8 mm balloon at 20 atm. Both stents were post-dilated due to the stent not being fully expanded. A satisfactory result was obtained for both stents. The pt was reported to have superficial angina post-stenting that was treated by administration of fentanyl 75 mcg and 2.5 mg of morphine. An additional (post-procedural) ae (ae#2) of bleeding/hematoma involving the left groin was also reported and occurred the day of the index procedure. The ae was treated by application of a clamp, ultrasound and an overnight hospital stay. Ultrasound done the next day revealed residual hematoma with no flow. The event severity was reported to be mild, not a serious ae (sae), and unrelated to the study device/highly probably related to the procedure. The event info was reported to be complete and the event resolved without sequel. The event was determined to be not reportable. The pt was discharged three (3) days after the index procedure. Ae#3: three (3) weeks after the index procedure, the pt was reported to have bumped into a log and lacerated his lower left leg. The laceration was treated with phenylcaine spray, and a pressure bandage applied. The event was reported to be unrelated to the study device/procedure, was resolved without sequel and is not reportable. Please note that device (cra13350, lot # 13177266) is distributed outside the united stated, however, it is similar to the united stated product cxs13350. The product is not available for evaluation and testing. A report was received that a cypher stent was associated with dissection during implantation. The event involved a 69 year old male pt with a history of hypertension , hyperlipidemia, allergies, smoking, diabetes and previous mi. The pt was admitted to hosp with unstable angina and underwent an angiogram that revealed an lvef of more than 50% and a lesion in his distal circumflex. This pt's history puts him at increased risk for mace. Pre procedural medications included asa and plavix; while intra procedural medications included asa, plavix and unfractionated heparin. A gpiibiiia was not administered during the procedure and the performance or recording of acts was not reported. The distal circumflex lesion was described as de novo, type b2, 75% occluded, 3.63mm in diameter, 5mm in length, eccentric and with little or no calcification or thrombus present. The lesion was pre-dilated prior to the placement of a 3.50 x 13mm cypher stent at a maximum inflation pressure of 14 atm. During the deployment of this stent, a small dissection occurred that extended proximally. This was treated with a 3.50 x 8mm cypher stent a maximum inflation pressure of 18atm. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. These stents were then post-dilated for a resultant timi flow of 3 and a residual stenosis of 0%. The pt is reported to have had some post-stenting angina that was treated with fentanyl and morphine. He also developed an access site hematoma that was treated with a clamp. This event was reported to be unrelated to the cypher stents. The pt was discharged from the hosp three days later on medications that included asa and plavix. Three weeks after the index procedure, the pt bumped into a log and cut his left lower leg. This was treated with a pressure bandage. This event was reported to be unrelated to the cypher stents. One month after the index procedure, the pt was asymptomatic during a study-driven follow-up. The products remain implanted in the pt and are thus not available for eval. DHR review of the involved lot number revealed that the product met requirements for product acceptance. Based on the info provided, it is not possible to draw a conclusion about a relationship between the devices and the events. However, there are pt factors that may have contributed to them. There is no clear indication that these events were design or manufacturing related. Please note that this is the initial/final report for this product.